Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 08-nov-2024 and forwarded to millyard advanced medical products, llc on 09-nov-2024. The patient reported receiving occlusion alarms on both pumps. Troubleshooting was unsuccessful. The patient also reported she has run out of remodulin due to a delay in her order from the specialty pharmacy. No adverse side effects were reported. The patient's physician's office reported the patient went to the hospital. It was not reported if the patient was admitted or if they went for assistance to restart infusion. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.